Manufacturer narrative:
(B) (4). The returned alarm unit was tested using new batteries. Evaluation shows the alarm has no power, therefore, no alarm. The alarm unit also shows evidence of humidity. (B) (4).

Event description:
Customer claims that the alarm has power, but no alarm tone when the magnet clip is detached from the alarm. The unit was tested with new batteries. The alarm unit has no visual damage. There was no patient injury reported.